Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the eye tracker was not working during a left eye refractive procedure and was unable to track the pupil. The procedure was completed using another excimer laser. Additional information has been requesting for this report. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.